Manufacturer narrative:
Device code 2203=no code given for missing eyes. 510k = k880850, k830710. Please note that this report may be based upon information not yet verified by co to be complete and accurate. Furthermore, this report does not necessarily reflect a conclusion or admission by that one of its products has caused or contributed to a death or serious injury or that one of its products has malfunctioned. Voluntary medwatch report #1009727 rec'd by co on 8-29-96. Actual device was returned and evaluated. The sample returned (unk lot #) was confirmed to the missing drainage eyes. Samples of the customer's inventory (lot 453748) were all found to have drainage eyes. A review of the lot history for the identified lot, found no defects during product inspection and no other complaints have been registered against that lot. Mfg feels this defect is an isolated event, due to operator error. The returned sample was displayed at the plant for awareness of all personnel.

Event description:
Device was placed in pt by physician. Nurse noted no drainage. Device removed and replaced 7/29/96. Tube was noted to have no eyes. Per nursing supv, pt suffered no sequelae.